Event description:
Interstim implant placed on (B)(6) 2012 by (B)(6) in right sacral area for urinary incontinence. Patient complains of right sacral iliac pain at site of insertion, radiating down right leg on (B)(6) 2020, came to clinic, believes pain caused by device and does not believe that the device worked well. Radiology report 4 views sacroiliac joints indication: right si joint pain. Comparison: none. Discussion: no fracture, dislocation or other acute osseous abnormality. No significant degenerative changes of the si joints bilaterally. There is a stimulator device with tip overlying the left hemipelvis. Impression: no acute osseous abnormalities. Electronically signed by (B)(6) on (B)(6) 2020 11:27 am. FDA safety report ID # (B)(4).